Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump could not be delivered successfully due to the patient's anatomy. The implant was aborted and an impella cp pump was placed for patient support.